Event description:
It was reported that the atrial lead had undersensing of atrial fibrillation with an atypical noisy electrocardiogram (egm). It was also reported that the lead thresholds were programmed at 6 volts at 1.5 milliseconds resulting in the pacemaker to have premature battery depletion. The atrial lead was capped and the pacemaker was explanted and replaced with a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-58 lead, implanted: 2006-(B)(6). (B)(4).